Manufacturer narrative:
The device will not be returned to the MFR because it was discarded by the account.

Event description:
It was reported that during a surgical procedure the device worked for 10 seconds and then stopped working and an autotransfusion could not be performed. A back-up device was used from the same lot and it had the same issue. There wer eno reports that pre-donated blood needed to be given. There were no reports that any medical intervention was required. No further info was able to be obtained from the account.